Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod. The patient's blood glucose (bg) values reached 350 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received deployed. The download data shows that the device successfully delivered a bolus. During the investigation the needle mechanism was reset to the not deployed position using the lock and load fixture. The device functioned properly during manual deployment. Inspection of the device found no damages or defects that would cause a needle mechanism failure.